Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively explanted and replaced with another guidant crt-d. Upon receipt at guidant's reliability assurance laboratory, engineering calculations revealed the device did not meet expected longevity based on the programmed parameters.